Event description:
Revision surgery - the pt had a total hip implanted in (B)(6) 2012. The pt later complained of pain and felt the implant was loose. The surgeon planned to remove the micromax stem and replace it with a lima revision. While removing the micromax stem, the surgeon noticed a boney growth within the porous coating. The surgeon could not determine where the pain was originating from; the stem was in good condition. The surgeon replaced the lima stem with a proximal body and reimplanted the original 36mm cocr head, as well as changing the offset sleeve to neutral.